Manufacturer narrative:
The customer¿s report of a separation was confirmed. Visual inspection of the set showed that the silicone segment had completely separated from the lower fitment. There were no signs of damage to the lower fitment. There was no retainer ring received with the set, but there was a ring indentation, indicating that there was previously a ring present. No functional testing was performed as the pumping segment was received already separated. Dimensional testing found that the silicone segment was within specification. The root cause of the silicone segment separation was operator misalignment of the silicone tube during assembly.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an administration set separated while on a patient. No patient harm was reported as a result of the event.